Manufacturer narrative:
Correction: please refer h6 device code the reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screwdriver, movable blade of the screwdriver found deformed. The movable blade has got misaligned with fixed blade and the gap between both the blades has also significantly increased. It is evident that excess bending forces on the movable blade has resulted in the deformation. To prevent the bending, the device is laser-marked with the printing do not lever on the screwdriver sleeve. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue as the deformation was caused due to application of excess bending forces on the movable blade of screwdriver. Furthermore, it has been reported that the screwdriver is used in the extraction procedure. However, this is an off-label use as the device is not recommended to be used in extraction procedure rather a different screwdriver with different catalog number should have been used. As a reminder, the instructions for use clearly state that: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. If more information is provided, the case will be reassessed.

Event description:
During extraction surgery, the tip of a self-holding screwdriver was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During extraction surgery, the tip of a self-holding screwdriver was broken.